Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by patient's daughter that there was concern regarding the patient's heart rate, which she claims is "90 - 100 beats per minute." Device remains in use. No patient complications have been reported as a result of this event.